Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed bilateral hematomas/abscesses 64 days post miradry treatment. The abscesses were incised and drained. Antibiotics were prescribed. Clinic confirmed the symptoms were resolving.